Event description:
On (B)(6) 2023, a doctor of neurosurgery informed us that the flow of patient who used spv was poor. On the next day, (B)(6), it was replaced with spv-140. It was confirmed that the flow from the valve was poor using the contrast medium, and we collected the valve for the investigation.